Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer was experiencing high blood glucose level. The high blood glucose level of customer was 406 mg/dl. Mother was suffering from covid and did not want to get too close to customer, wanted to keep insulin pump connected. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that the auto mode feature was active at the time of incident. The sensor had sensor updating and change sensor alerts. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that customer was experiencing high blood glucose level. The high blood glucose level of customer was 406 mg/dl. Mother was suffering from covid and did not want to get too close to customer, wanted to keep insulin pump connected. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that the auto mode feature was active at the time of incident. The sensor had sensor updating and change sensor alerts. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.